Event description:
Customer reported that due to a delivery delay of a replacement adc meter, he was unable to test and experienced symptoms of dizziness, nausea and shakiness. He was seen by his doctor, diagnosed with hypoglycemia and treated with metformin. There was no report of death, mistreatment or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. As the medical event was related to a delivery delay of replacement product, no product investigation is required.